Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported mistakenly getting reagent solution in her eyes with the binaxnow covid-19 ag card. Per the customer, the patient did not have any adverse effects and the patient doing fine. Sds was provided to the customer.